Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
As reported, a flattened area was seen on the intraclude aortic catheter, icf100. No issues reported during the insertion of the catheter. The balloon was inflated to 21mls and the pressure was only 200mmhg. Root pressure was over 20mls, volume was increased at 1ml intervals up to 39mls to achieve pressure of 380mmhg. This pressure could not be maintained and continually dropped back to below 300mmhg. Full occlusion could not be achieved. Blood was present in atrium and coming back through the mitral valve. Surgery continued to close as this was a ring implant and no mitral repair needed. On deflation, only 26mls of fluid were evacuated (13mls missing). On inspection of the balloon afterwards, a flattened area was seen on the catheter. No patient injury was reported.

Manufacturer narrative:
The catheter was visually inspected and multiple kinks were found just below the trifurcation hub of the catheter. A flatten and buckled area were found on the catheter shaft. During the evaluation, it was found that the rounded edge y-arm connector was missing the bump on the endoreturn introducer. The damage and failure of the intraclude catheter can be attributed to the endoretunr, . A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the endoreturn introducer. Without this nonconformance, it is our belief the intraclude aortic (icf100) device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.